Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d3, d4, d6b, g4, h4, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "pain in breast". Later healthcare professional reported intracapsular rupture. This record is for the left side. Device has been explanted.